Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient experienced a loss/change of therapy. The patient had no results at night since implant. She couldn't make it half way to the bathroom and she was leaking. The patient felt stimulation up until today. It was confirmed the therapy was on but the situation was not resolved. The patient was on program 1 at 1.3 volts. It was reviewed for the patient to increase the amplitude. The patient felt stimulation in the correct area after increasing to 1.5. Later the same day, the consumer reported the patient was recently implanted and stated her symptoms were well-regulated during the daytime but at nighttime, the leaking never stopped. She only saw improvement on a couple of nights. This morning ((B)(6) 2016) at 2:00 am the patient tried using the patient programmer to increase. The patient pressed the on and off buttons and stopped feeling stimulation. On the call, the patient was not able to connect. A poor communication screen was seen. It was indicated bandages/swelling was present. After the surgery, it was bleeding, the incision was covered up and blood came through what they have, so she returned to the healthcare provider (hcp) and the hcp put an adhesive tape over it. It was reviewed that the patient should attempt to communicate once the swelling or bandages have been removed. It was noted the patient saw the hcp every wednesday. The patient reported on 2016-apr-22 that they had experienced a loss or change of therapy. Pt reported she had gone in to see her managing hcp (healthcare provider) on (B)(6) 2016 and she was adjusted to program 1, 1.4v. Pt stated it had helped a lot with her bladder symptoms at night and pt had only had to get up a couple times. Pt reported in the past few mornings after pt eats breakfast, pt will have uncontrollable bowel movements. Pt stated she did had irritable bowel syndrome and had a prolapsed bowel but they occurred prior to her implant. Pt stated her hcp had instructed her not to adjust her settings and to follow-up with her about any therapy issues. Event date: (B)(6) 2016. Last few days since after prog ramming on (B)(6) 2016. Additional information reported 2016-11-08 that patient continued to experience lack of therapeutic effect or not helping symptom at all, never worked to control symptom since implant. The experienced pain when increased past 6.0, sudden changes to her bowels and now she has bowel incontinence to that she cannot control, wanted to start playing golf this week but cannot leave the house due to her incontinence issues. The patient was given 4 new programs but no change as of yet. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that the device did not work for their symptoms since it was put in and had not helped at all. The patient stated the urine they were having was just as bad as if they did not have it in. The patient reported they had stopped using the device 4-5 months before the report because they were having a reaction that they did not like. The patient stated rather than taking the device out, they left the device in there and was told it wouldn¿t do anything or hurt them. The patient reported they saw a representative and they totally reprogrammed it and told the patient to try again. The patient got home, got it plugged in and working and then that night at 2 in the morning they had this kind of electrical shock going through them. The patient reported shutting the device off and then tried again in the morning and the same thing happened. The patient reported it was a funny feeling and they were done with it. The patient was needing an MRI for back problems unrelated to the device and wanted to know if they could get it done with the device still in them. The patient reported that were going to have the device removed on (B)(6) but had an acute attack of colitis and was hospitalized for 5 days. The patient confirmed it was not related to their device or therapy. The patient stated they should have had the device removed a long time ago. It was noted that medtronic was notified of the loss of therapy in (B)(4) 2016. The patient was redirected to their healthcare provider to consult about having the device removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had turned their device off to stop the shocking. They did not know the cause of the shocking. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.